Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
2 weeks post activation the user reported that the implant sounded "noisy" and speech sounded unusual. At initial activation for channels 9-12, there was either poor or no sound perception. Sound at activation was unsatisfactory. CT scan showed at least 4 electrode channels have migrated out of the cochlea. In a subsequent surgery the electrode array was fully re-inserted.

Manufacturer narrative:
Conclusions: according to the information received, the device was not providing benefit to the recipient due to a post-operative partial migration of the active electrode array out of the cochlea, as confirmed by diagnostic imaging. The implant registration card states that a full insertion was achieved at initial implantation. In addition tissue growth was found around the electrode array and lead, which might have contributed to the observed migration. A re-insertion surgery took place successfully and the device remains implanted and in use. This is a final report.

Event description:
2 weeks post activation the recipient reported that the device sounded "noisy" and speech perception was unusual, compared to the contralateral side. For channels 9-12 stimulation levels were much higher than expected and there was either poor or no sound perception with the device since initial activation. CT scan showed that at least 4 electrode channels had migrated out of the cochlea. Mapping around these channels was attempted, but the sound was not satisfactory. Revision surgery to re-insert the electrode array was performed on (B)(6) 2019. It was confirmed that 4 channels were extra-cochlear and significant tissue growth was found around the array and lead which might have contributed to the migration. The array was able to be fully re-inserted after having some resistance after channel 12.